Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for an endoscopic procedure, patient received an inappropriate shock during electrocautery despite having a magnet was placed over the ICD. Upon device interrogation attempt post procedure, device was unable to be interrogated. Device atrial ventricular pacing was observed. No other programmers or emi sources were disrupting telemetry. It was recommended to try device interrogation with another programmer. In another follow up visit, device was able to the interrogated with another programmer. Magnet response on the ICD was confirmed as set to normal. No further information available. Patient was stable post procedure.